Manufacturer narrative:
Concimitant medical products: w1tr03 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing a lot more palpitations with their new cardiac resynchronization therapy pacemaker (crt-p). The patient noted that their crt-p was adjusted approximately a month after it was implanted and that was when the palpitations started occurring more frequently. It was noted that the patient had experienced diaphragmatic stimulation and the left ventricular (lv) lead threshold was decreased. The lv lead remains in use. No further patient complications have been reported as a result of this event.